Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, the patient reported experiencing dizziness. Device interrogation revealed past instances noise on the right ventricular lead. The noise could not be reproduced in clinic. A fluctuation of sensing values was also observed. The lead was capped and replaced on (B)(6) 2015 during a system upgrade procedure. The patient was noted to be in stable condition throughout the procedure.